Event description:
A malfunction on the pump was reported, but there were no notable events prior to the malfunction, and it did not adversely impact the customer's blood glucose level. The malfunction code noted was malf 12, which was resettable, and technical support assisted the customer with resetting the pump. The malfunction did not recur after the reset, and the customer was able to continue using the pump. Technical support advised the customer to call back if the issue occurred again, which the customer acknowledged and understood.